Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior minimal access lumbar surgery at l4-5. It was reported that the extender popped off of the bone screw. Another extender was used with the same result. No patient complications were reported.